Event description:
It was reported that the pacer dependant patient presented to the emergency room after receiving multiple inappropriate shocks due to oversensing of the lv signal on the rv channel. Loss of capture was noted on the rv lead. Programming changes were made. Patient was well after event.